Manufacturer narrative:
Citation: meduri cu et al. Pacemaker implantation and dependency after transcatheter aortic valve replacement in the reprise iii trial. Journal of american heart association. 2019; 8:e012594. Doi: 10.1161/jaha.119.012594 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the implant of and dependence on permanent pacemakers following the implantation of transcatheter aortic valve replacements. All data were collected from multiple centers between september 2014 and march 2017 as part of the reprise iii randomized clinical trial. The study population included 912 patients (predominantly female, mean age 83 years), 153 of which were implanted with medtronic corevalve and 144 of which were implanted with medtronic evolut r (no serial numbers provided). Among all medtronic corevalve and evolut r patients, 4 deaths occurred before discharge following implant. No further details were provided about the in-hospital deaths. 30-day, 1-year, and all-cause mortality were also reported; however, multiple manufacturers were noted in the literature. Based on the available information medtronic product was not directly associated with the deaths. Among all medtronic corevalve and evolut r patients, adverse events included: stroke, major vascular complications, major bleeding, myocardial infarction, permanent pacemaker implantation (complete heart block, bifascular/trifascular block, bradycardia), congestive heart failure, and valve-in-valve procedure. Based on the available information medtronic product may have been associated with the adverse events. However, as multiple manufacturers were noted in the literature, a direct correlation between the adverse events and medtronic product could not be made. No additional adverse patient effects or product performance issues were reported.